Event description:
It was reported that the device had a cassette not attached alarm, and the product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Visual evaluation found missing downstream occlusion (dso) seal. There was no evidence found in event history log. Performed functional test and dso sensor stuck at 3 mv. The cause of the primary problem was the inoperable dso sensor. The dso sensor was replaced to correct the reported issue. The device passed all functional tests after the repair.